Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began treatment with intravenous (IV) injections of tazact, 1gm 2x/day and vancomycin 1gm, repeat after 5 days. The outcome and root cause of the peritonitis was unknown. Pd therapy was ongoing. The reporter believed the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.